Manufacturer narrative:
Evaluation result: extension spring, fowler.

Event description:
It was reported by service report that the fowler could not be lowered. No patient involvement or adverse consequences are reported.